Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
Reported one false positive flu b result. The patient was symptomatic. No confirmatory testing completed. Report 2 of 2.